Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose as low as 34 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer was given food and drink to treat. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within 24 hours. The caller had noticed air bubbles in the tubing. The caller stated the pump delivered 10 units in one hour after the customer was taken off the pump. The caller also reported sensor calibration errors. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.